Manufacturer narrative:
Carefusion requested additional information from the user facility regarding the reported event and status of the patient. As of (B)(6) 2015, there has been no response from the user facility. (B)(4). The carefusion field service representative evaluated the device, verified the complaint and determined that the cause of the reported event was that the expiratory flow transducer was out of calibration. The carefusion field service representative calibrated the expiratory flow transducer and ran the device through the user verification tests (uvt) per the service manual to ensure that the device meets factory specifications. Upon completion the device was returned to the user facility¿s control ready to be placed back into service.

Event description:
The user facility reported that while in use on a patient the volume reading on the device was 40% less than the delivered volume setting. The patient was removed from the device and placed on another device. There was no report of harm to the patient.